Event description:
A report received from the customer stated "the pilot balloon broke". "Patient in intensive care department." No other information was reported. It is unknown if any required intervention was performed.